Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿suspected/actual rupture/deflation¿ and ¿wrinkling/rippling¿. This record is for the left side. Device was explanted and replaced.